Event description:
Suction irrigator tubing started leaking fluid once it was connected to fluid bag.

Event description:
Suction irrigator tubing started leaking fluid once it was connected to fluid bag.